Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
False negative result(s). The user left a review stating "this test missed the flu in two people. It's not a reliable test at all. Don't use this test." Purchased from walmart.